Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter flush port sheared off. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The flush port sheared off from the handle early on in the procedure. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.